Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl due to the pump shutting off by itself and alarming off no power. The customer treated with insulin. Troubleshooting was performed and found that the pump also had a blank display. At the end of troubleshooting, the display returned and pump was working again. Customer was advised that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer was advised to monitor the pump and to call back if any further issues. No further assistance necessary.